Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and the deflection became stuck. In addition, there was a sensor error displayed. The returned device was visually inspected and reddish brown material and damage were found at the pebax area. Per this condition, a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and punctures induced by an unknown object. Further information received indicates that the pebax condition was not noticed prior to send the catheter back to bwi. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and was found to be properly working. A deflection test was performed and the catheter passed. Per the pictures provided by the customer, a pre-curve test was performed and catheter was found within specifications. No resistance or tension was felt while returning the catheter to an undeflected position. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a sensor error and a deflection failure cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and the deflection became stuck. The catheter was stored and used according to instructions for use. After approximately two hours of procedure time, a non MDR reportable force sensor error occurred. The catheter was zeroed several times, but still displayed contact force / gram error. Later, the puller wire of the catheter was broken. The catheter tip could not be returned into the neutral position after the knob was turned to curve the catheter. The catheter was changed and the procedure was successfully continued and finished with a like product. There was no patient consequence. Upon request, additional information was received on the event. The curve of the catheter was stuck in a fully deflected position with full tension on curved tip and unable to relax. There was no difficulty in removing the catheter through the st. Jude medical 8.5f, sr0 sheath. There was no ring or other physical damage observed at the distal end of the catheter. This event is indicative of a reportable event because a deflection stuck could potentially cause a patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/15/2016. The analysis has begun but is not completed at this time. During the first visual inspection it was discovered that the sensor sleeve (pebax) is damaged in two places allowing the reddish brown material inside. This finding is MDR reportable because the catheter integrity is compromised which poses a potential risk to the patient. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).